Manufacturer narrative:
(B)(4). The involved guidewire was returned for investigation. During investigation, it could be determined that the returned guidewire does not meet the specification in length, as a fractional part of the guidewire tip is missing. A diminution at the end of the guidewire core and the uncoiled spring could be determined by microscopic inspection. The diminutions and the rough surface at the end of the guidewire core, indicating a tear off, are seen as marks off application of excessive force by the user. The root cause for this issue is seen as a handling error by the user, not following the IFU, as the IFU indicates: "use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously." A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
During initial investigation of a returned guidewire, it was noticed that a part of the guidewire was separated. (Separated parts which could potentially reach into the patients' circulation is regarded as an event that could lead to serious injury, if the malfunction were to recur). There was no harm to the patient related to this issue. (B)(4).